Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745ac, (serial: unknown); product type: 0001-accessory, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient (pt) charged their ins to 100% and when they went to charge the controller it would not recharge. The pts controller was at 50%. Pt had reset the controller but that did not resolve the issue. During call pt verified no damage to the controller battery, controller battery compartment, or to the controller charging port. Pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller did not turn on. Pt verified no damage to the ac power supply cord. Pt ran the cord through their hand to straighten it out and the controller turned on then went off. The issue was not resolved. An email was sent to the repair department to replace the device.